Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the event onset, the patient was hospitalized was treated with vancomycin injection (1gm every 5th day, ongoing) and forzid injection (1gm once a day, ongoing) for the event. Thirteen days after event onset, the patient has recovered from the event and was discharged from the hospital. Pd therapy was ongoing. No additional information is available.